Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
He tends to swallow it. [Accidental device ingestion]. Words not coming out properly [speech disorder]. But the feeling(=bitter and words not coming out properly) is still there [after taste]. When cutting the opening with scissors [wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), speech disorder, after taste, wrong technique in device usage process and product complaint. The action taken with polident denture adhesive cream was unknown. On an unknown date, the outcome of the accidental device ingestion, speech disorder, wrong technique in device usage process and product complaint were unknown and the outcome of the after taste was not recovered/not resolved. It was unknown if the reporter considered the accidental device ingestion, speech disorder and wrong technique in device usage process to be related to polident denture adhesive cream. The reporter considered the after taste to be related to polident denture adhesive cream. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative(phone) on (B)(6) 2023. The consumer reported that "the male consumer cannot speak or communicate properly. He feels like it wasn't like this before but the recently purchased polident adhesive cream products taste bitter like biting into an unripe persimmon and words do not come out properly when using it. Inquired on the type of products that he has used previously and recently, but he did not reply. He is using the recently purchased 9 polident adhesive cream and bought 3 more. The recent polident adhesive cream does not come out well. Even when cutting the opening with scissors, it does not come out well. The cream is very stiff. It's been 4 hours since attaching the dentures with polident adhesive cream, but the feeling(bitter and words not coming out properly) is still there. And when using the adhesive cream, he tends to swallow it". Follow up information was received from qa department on 01feb2023 regarding complaint (B)(4) and for lot number is unknown. Investigation evaluation:no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the related hsi with an ae, could I kindly request that further information is requested from the complainant. Should the complaint sample or lot details become available the case will be reopened. Complaint conclusion: the investigation report concluded the complaint as an unsubstantiated. The pqc number was reported as (B)(4). Follow up information was received from qa department on 01feb2023 regarding complaint (B)(4) and for lot number is unknown. Investigation evaluation:no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the related hsi with an ae, could I kindly request that further information is requested from the complainant. Should the complaint sample or lot details become available the case will be reopened..complaint conclusion: the investigation report concluded the complaint as an unsubstantiated. The pqc number was reported as (B)(4). Follow up 1 and 2 was processed together.